Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) intermittent issue. This issue was observed about 8 to 9 months ago having to press buttons several times to get the buttons on keypad to respond. The information provided indicated that "now has to press hard and more times to get it to respond." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/16/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. The complaint of the intermittently responsive keypad buttons was not able to be duplicated; all buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. During investigation, the audio bolus button cover was found to be torn. The audio bolus button responded appropriately to button presses. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and found to function properly.